Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the segments do not light up during post (power on self test). Segments involved were on the right side of the display. The failure happened when the device was not being used on a pt.